Manufacturer narrative:
The reported field event of premature depletion was not confirmed. Longevity analysis found the battery depletion to be normal. Bench testing found the device to be normal.

Event description:
Additional information received noted that the implantable cardioverter defibrillator was explanted and replaced on (B)(6) /2019. The patient's condition was unknown.

Event description:
Additional information received noted that the patient's condition was stable post device replacement procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after feeling a vibratory alert and reported feeling fatigued and unwell. Upon interrogation of the implantable cardioverter defibrillator, it was noted that device exhibited elective replacement indicator (eri). Premature battery depletion was suspected due to last estimate longevity in (B)(6) 2018. Patient condition was stable. No intervention was reported.